Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as: 2134265-2016-04298 and 2134265-2016-05085. It was reported that automatic pullback failure occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified proximal left anterior descending (lad) artery. An ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro² imaging catheter and a pullback sled to view the target lesion. During percutaneous coronary intervention (pci), image appeared at preparation however, the atlantis¿ sr pro² imaging catheter was unable to pullback. Reconnection between the pullback sled, the motordrive unit (mdu5) plus and the atlantis¿ sr pro² imaging catheter were performed but the issue was not resolved. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. Device analysis revealed no issues, the device appears to be in good conditions. The telescope assembly was able to properly pull back, advance, and retract. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2016-04298 and 2134265-2016-05085. It was reported that automatic pullback failure occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified proximal left anterior descending (lad) artery. An ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro² imaging catheter and a pullback sled to view the target lesion. During percutaneous coronary intervention (pci), image appeared at preparation however, the atlantis¿ sr pro² imaging catheter was unable to pullback. Reconnection between the pullback sled, the motordrive unit (mdu5) plus and the atlantis¿ sr pro² imaging catheter were performed but the issue was not resolved. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status is good.